Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 27-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue items because zones 5 through 12 were disabled; only zones 1 through 4 were enabled, restricting dispensing functionality. The technical support specialist (tss) connected to the unit, demonstrated successful cycle counting in drawer 12, and explained to user that the affected zones must be enabled to allow issuing items. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis medbank tower items could not be issued from the drawers; only cycle count was available. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.